Event description:
Defect determined in testing - never used on patient. Peak 4.0 plasma blade intermittently functioning. Surgeon reports that blade spins around when it should not. Manufacturer: please note that we do not send products to the manufacturer, but you may arrange for pick-up by calling my number below.